Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that the pump dispensed insulin from the cartridge during the load step. The reporter did not allege any harm or injury because of the reported issue.